Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-08569. It was reported the patient experienced uncomfortable stimulation approximately two years ago and hence the patient stopped recharging the ipg. The ipg is now inoperable and displayed error code 2501 (reference MFR. Report: 3006705815-2017-01596). The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.